Event description:
It was reported that there has been an air intake at the venous way: small section of the catheter.

Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. Chr showed two other similar product complaint(s) from this lot number. ((B) (4) & (B) (4)).